Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " and "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Event description:
It was reported that patient underwent a right total hip arthroplasty in 1993. Subsequently, the patient was revised on (B)(6) 2015 due to migration of the head and poly wear. The modular head, taper adapter and liner were removed and replaced.